Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced. Effective therapy was restored post operatively. The investigation did not determined which lead was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104822. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.